Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # unk.

Event description:
It was reported that during a sleeve gastrectomy procedure, on the second firing, after completing the firing sequence the stapler jaws failed to open to release the stomach. The reverse button was pushed down to retrieve the knife. The knife was never retrieved, jaws never opened. Another stapler was used medially and the first gun was removed together with the trocar, "trocar is returned as well". This resulted in an elongated procedure time and tighter sleeve diameter. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # l5560h. The analysis found that one ec60a device was returned in good visual condition and with one ecr60g cartridge loaded on the device. The reload was received fully fired and in good visual conditions. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information requested and received: how long was the procedure prolonged? 30 min. Was there any patient consequence as a result of the procedure being prolonged? Nothing intraoperatively except tighter sleeve. Was there any patient consequence as a result of the tighter sleeve diameter? Not intraoperatively. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Unknown. Was buttressing material utilized? If so, which product? No. Is the trocar being returned with the device an ethicon trocar? Yes it is an ethicon trocar.